Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix extended. Noted anomaly in lead body, ~22 cm from is-1 end. Both inner and outer insulation showed wear ~22 cm form is-1, normally associated with clavicle crush.

Event description:
Additional information received, and a supplemental report is being filed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The right atrial (ra) lead fractured and was explanted. No additional adverse patient effects were reported.